Event description:
It was reported that the procedure was taking place in the cath lab. The intra-aortic balloon (iab) was inserted via the right femoral artery into the super arrow-flex (saf) sheath when it became stuck. The iab and sheath were removed and a new yamato iab was placed successfully. There were not reported pt injuries, complications or death. The pt outcome is noted as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.